Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported the patient had symptom return. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, diagnostics or troubleshooting performed or actions interventions taken to resolve the issue. Per the reporter, they planned a revision. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.